Event description:
Boston scientific received information that the post-operative system check, indicated that the right atrial (ra) lead was capturing the ventricle, and dislodgement was suspected. The patient returned to surgery for a repositioning, and the procedure was completed successfully. No further adverse effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.